Event description:
The freestyle libre 3 sensor is supposed to work for 14 days, however, after only 4 days I received an alert that the sensor was not working and I should replace it. This is the second failed sensor event in about two months, so I'm concerned with the apparent high defective rate. Reference report: mw5146222. The event log had code 365 with time stamp (B)(6) 2023, 12:33 pm. The serial # is (B)(6), status: (B)(6). Abbott advised that code 365 indicates that I must replace the sensor. Also, I was not doing anything extraordinary when the alert occurred. I was sitting on the sofa working on my laptop and occasionally watching television.